Event description:
The facility returned the device for service. During service testing, the baxter repair technician reported depleted batteries. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.